Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an integrity test a possible device malfunction was noted and the user's reported that sometimes the volume decreases with the device before returning to normal after a while.

Event description:
During an integrity test a possible device malfunction was noted and the user's reported that sometimes the volume decreases with the device before returning to normal after a while. Further medical intervention is considered; however, no date has been scheduled.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that the device failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Explantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user_s hearing performance with the device is affected. The user was reimplanted.